Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One ripped off inside of me and I am currently sitting in a&e to get this removed [foreign body in reproductive tract]. One ripped off inside of me [device breakage]. One ripped off inside of me... I do have a photograph of what came out [complication of device removal]. Case narrative: consumer reported via email that the tampon ripped off inside of her. No serious injury was reported.